Manufacturer narrative:
A ge service representative contacted the facility by phone. When call made, ge was advised by the facility, that they had already diagnosed the problem and would not require a service call. No additional information.

Event description:
It was reported that the 9800 system was presenting error messages at boot up. There was no report of patient injury.